Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had side effects from stimulation. The patient experienced a shocking/jolting sensation and tingling on the right side of her face and right hand while swimming two weeks prior. This occurred 22 times the first day and averaged approximately five times per day on the day of report. The patient indicated it seemed to happen when she moved her right arm and does not occur when stimulation is off. No recent falls had occurred. Impedances were measured in different positions. Some readings were ¿slightly high¿ on the left lead but there was ¿nothing to confirm the problem.¿ impedances on electrodes c/0 were 3782 ohms and 0/3 was 4038 ohms. Impedances on the right lead were normal. A chest x-ray was performed but did not show any obvious breaks or kinks. A neck x-ray had not yet been performed. Follow-up information indicated the shocks lasted approximately 1-2 seconds each and seemed to come and go immediately. It did not appear the shocks were occurring along the lead or extension site and were instead generalized on the patient¿s right side of the body. Palpating the implantable neurostimulator (ins) site did not induce any shocking. Additional follow up is being performed. If additional information is received, a follow up report will be sent.